Event description:
The customer contacted stryker to report that their device does not turn on automatically when the lid is opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The customer has been sent a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker further evaluated the customer's device and determined a faulty reed switch sw5 was the cause of the reported issue. The device was still able to be powered on using the on/off button. This device was archived by stryker.

Event description:
The customer contacted stryker to report that their device does not turn on automatically when the lid is opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event.